Event description:
Due to unexplained trauma pt had suffered fracture of ossicular chain (long process of incuc and stapes) following middle ear transducer implant. Serenocem otologic bone cement was used to restore ossicular chain to natural physical state prior to re-implanting transducer. After initial good audiometric results deteriorated, revision surgery showed serenocem to have dislocated and partially disintegrated.